Event description:
It was reported that during a laparoscopic appendectomy procedure, on the application of the first clip it was noticed that the clip had scissored. The surgeon switched to another device. No report of adverse impact to a patient. The device was put back into circulation. Report only no device is being returned.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned; reusable device returned to circulation.